Manufacturer narrative:
Device was used for treatment, not diagnosis. The date device returned to manufacturer was documented as 3/19/2018 in the initial report and has been updated as 3/21/2018. Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had an excessive noise level (db). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Please note that the incorrect date of manufacture (dom) (jan 10, 2012) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (oct 1, 2012) has been obtained and entered (UDI) of this supplemental medwatch report.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device was making an abnormal noise, vibrating, and cutting burrs could not be inserted. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.